Event description:
The customer reported that the monitor displayed an invalid input signal error message and would not complete boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The real time operating system was replaced and the system software was reloaded. The system was then found to be operating as intended.